Event description:
The reporter stated the surgeon removed a 13.2mm micl 13.2 implantable collamer lens from the vial and the lens was put on a tray. The surgeon noticed that the icl was torn. There was no patient contact.

Manufacturer narrative:
(B) (4): evaluation results - (other) : a lens work order search was performed and no similar complaints were found within the work order. Conclusion - (no conclusion can be drawn): based on the complaint and work order search, a specific root cause of the event could not be determined. (B) (4).